Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to other/non-product experience and a non (B)(6) right ventricular lead was surgically abandoned due to a product performance issue. No product performance allegations have been reported. A new crt-d was successfully implanted. No additional adverse patient effects were reported. This crt-d has been returned for analysis. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).